Manufacturer narrative:
(B)(4). Batch # n53023. The analysis found that one plee60a device was returned in good visual condition and with no cartridge loaded on the device. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The reported event could not be confirmed as the device performed without any difficulties noted during the functional testing. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot.

Event description:
It was reported that during a laparoscopic sleeve resection procedure, after second and third firing, the anvil bent out of shape and the jaw no longer fit into the trocar, even though the jaw was closed. For safety purposes, the device was replaced by another like device in order to complete the procedure without any further difficulties. No further details available. There were no adverse consequences for the patient reported.

Manufacturer narrative:
(B)(4).additional information intra-operative photos were provided. One picture shows a close up of the anvil and channel, there is a reload present and the anvil can be seen bent upwards. The second picture shows a comparison between two devices. Based on the pictures alone the event description is confirmed, however, no conclusion could be reached as to how the damage to the device occurred. Device and cartridge analysis may be able to provide enough evidence to determine the cause of the issue.